Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon felt more resistance on the left master tool manipulator (mtm) than the right mtm. The tse reviewed the error logs but did not find any related error. The tse had the customer check the sterile adapter (sa) if there was any loose attachment, but the issue persisted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. There was no patient impact due to the left mtm issue. There was no procedure delay. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting resistance when moving the left mtm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. There was resistance on the left mtm axis 8. The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. The complaint regarding left mtm resistance was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the master tool manipulator (mtm), but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is being reported due to the following conclusion: a master tool manipulators (mtm) was replaced after the completion of the procedure due resistance on the left mtm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis could reproduce the customer reported complaint upon visual inspection. During evaluation, the gimbal inner and outer grip springs were found to be broken. Grip lever, inner grip spring, and outer grip spring will be replaced. The root cause of the reported failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.